Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported a patient with a 25mm 7300tfx mitral implanted four (4) years, eight (8) months, underwent valve-in-valve procedure due to unknown reasons. Tmvr was successfully performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
Added information to h6. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.